Manufacturer narrative:
Additional information: the resolute oynx was moved/ repositioned in the lesion while inflated. The balloon burst/leak/rupture did not occur on the first inflation. No inflation was performed prior to the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: the device returned with a non-medtronic stopcock attached to the luer. Deformation was evident to the exchange port. Blood was visible in the inflation lumen. Balloon folds were expanded and the stent was not on the balloon. The balloon failed negative prep. On pressurisation of the device, liquid was observed exiting the balloon near the distal cone. The balloon failed to maintain pressure. Upon visual inspection of the device, there was a short longitudinal tear on the balloon material over the distal markerband. The balloon material was jagged and uneven at the tear site. The inner lumen could not be verified with a 0.015 inch mandrel most likely due to hardened blood in the guidewire lumen. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: it was stated that the device was not moved or re-positioned in the lesion while inflated, but the stent was moved slightly by the stent delivery balloon which had ruptured during the device withdrawing. The balloon burst/leak/rupture did occur on the first inflation. It was stated that at first the balloon was inflated at extremely low pressure, then the physician stopped inflation to observe the vessel morphology. After this, balloon inflation was continued to 10 atm of pressure for several seconds but the balloon ruptured. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx drug eluting stent was intended to be used during a procedure to treat a non-tortuous, non-calcified lesion in the proximal rca, exhibiting 90% stenosis. No damage was noted to packaging. The device was inspected, and negative prep performed with no issues noted. The lesion was not pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device, and excessive force was not used. It is reported that a balloon burst/leak/rupture occurred during stent deployment. 10 atm of pressure had been applied once prior to the event, for several seconds. Post dilation was performed. No patient injury reported.